Event description:
It was reported to st. Jude medical that the device was unable to communicate. Several attempts were made to establish communication but none were successful. The pt had been diagnosed with prostate cancer. It is unknown if radiation treatment was given. The device was scheduled for explant.